Event description:
It was reported the patient's (B)(6) dbs ipg turned off without prompting on three occasions. Following each instance, the patient utilized the programmer to initiate therapy. Surgical intervention was undertaken to explant and replace the patient's ipg. Therapy was recaptured for the patient following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.